Event description:
The lay user/pt contacted lifescan (lfs) in 2005 alleging low readings on her one touch ultra meter. Twelve days earlier, around 2:10 pm the pt received a 50 mg/dl (not a 150 mg/dl as originally stated) and did not experience any symptoms at the time of testing. Due to the low reading, she contacted emergency services and when they arrived they tested the pt on their meter and received a 90 mg/dl. The pt was treated with food and/or beverage and was not taken to the hosp. The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. The control solution was in good condition and not expired. The test strips failed twice using the control solution. The meter also had been miscoded. When the meter is miscoded, it can lead to false blood glucose readings. Customer care agent (cca) sent the pt a replacement meter and test strips.